Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was reportedly at home and alone at the time of passing. Prior to passing, the patient was treated 5 times between 7:24:08 pm and 7:26:08 pm during asystole. The post- shock rhythm was asystole for the first 3 treatments. The fourth and fifth treatments had post-shock rhythms of asystole with motion artifact. Oversensing of low-amplitude cardiac signal contributed to the false detection. The electrode belt was disconnected at 7:45:47. The patient's rhythm at the time that the electrode belt was disconnected was asystole with motion and CPR artifact. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to treatment delivery. The monitor was returned and was found to be fully functional.